Event description:
A falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension vista instrument. The result was reported to the physician. The sample was later questioned and repeated on the same dimension vista system and a lower negative result was obtained. Patient surgery was cancelled or delayed on the basis of the initial falsely elevated human chorionic gonadotropin (hcg) result. It is unknown if patient treatment was otherwise altered or prescribed on the basis of the initial falsely elevated human chorionic gonadotropin (hcg) result.. There was no report of adverse health consequences as a result of the initial falsely elevated human chorionic gonadotropin (hcg) result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hcg result is unknown. A siemens healthcare diagnostics customer care center representative advised the to evaluate sample handling techniques. It was confirmed that qc was within acceptable laboratory ranges and there were no indications of instrument flags. No further evaluation of the device is required.